Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high as well as low blood glucose level was 469, 500, 54,600,300mg/dl. The customer had symptoms just little bit of nausea and treated with treated with bolus. Customer reported that the high blood glucose levels. Troubleshooting was performed. Customer did not allege pump was over delivering. The product was not returned for analysis.